Event description:
Pt revised to address osteolysis, polyethylene wear, and loosening of femur.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be reopened.